Event description:
Two patients with discrepant results. Initial results were reported. No adverse events reported in association with the incorrect results. Initial potassium result 5.3 mmol/l, repeated twice at 4.4 mmol/l. The field service representative found the cause of the discrepancy to be a bad v70 valve, crimped tubing and a bad sample probe - all of which were replaced. Performance tests were performed and within specification.

Event description:
Two patients with discrepant results. Initial sodium result 129.4 mmol/l occurred on different analyzer/different methodology, repeated 135 mmol/l on same analyzer as pt 1 results. Patient 2 reports with renal insufficiency and cardiomyopathy. The field service representative found the cause of the discrepancy to be a bad v70 valve, crimped tubing and a bad sample probe - all of which were replaced. Performance tests were performed and within specification.